Event description:
At 07:40, 250 cc of 450mg amiodarone drip set 16.6 cc/hr. Machine began beeping shortly thereafter with zero volume showing; indicating the pt had rec'd a bolus of the above drip. A rate of 999 was indicated on pump. No injury to the pt who remained stable following the event.